Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5max reperfusion catheter was fractured approximately 3.5 cm from the hub. The 5max reperfusion catheter was ovalized approximately 8.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that by pulling the 5max reperfusion catheter out of the packaging hoop the catheter was found broken in two pieces. Evaluation of the returned product was confirmed. The 5max reperfusion catheter proximal shaft was fractured and the distal shaft was ovalized. This type of damage typically occurs if the product was improperly handled during removal from the packaging hoop. If the 5max reperfusion catheter was removed at an angle with force being applied, it is likely that damage will occur. The ovalization in the distal shaft likely occurred from handling once the device was removed from the packaging hoop. The cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. Upon removal from the packaging, the 5max catheter was found fractured and was not used.